Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3681, batch 15424408, that displays the damage to the device. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, a sales representative reported via email that an ar-3681 fibertak button bent upon insertion into the drill hole, causing the implant to detach from the inserter and rendering the inserter unusable (see attached photo). The case was completed by opening a new anchor, preparing and drilling a new site, and finishing the procedure without complications. This occurred during a proximal biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 24-dec-2025.